Event description:
Caller reported blood glucose results of 106 mg/dl on mobile system, 223 mg/dl on compact plus system within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).